Event description:
It was report that a general statement from the physician was made concerning the connect flex guide wire during usage the guide wire becomes stuck in the lumen of other devices such as the balloon dilatation catheter (bdc) or stent delivery system (sds). It was noted that the guide wire has to be removed together with the other devices as a system. There was no reported adverse pt effects from this issue. The physician was unable to provide a specific number of events, or device part number, or lot number. No additional info was provided.

Manufacturer narrative:
Sample not returned. No lot number or part number provided. No evaluation possible.